Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. Additional information was obtained during follow-up with the user facility clinic manager (cm). The blood leak was noted as being an external blood leak. Blood was visually observed dripping from the arterial header of the dialyzer approximately 20 minutes after treatment initiation. The machine, a fresenius 2008t machine, did not alarm for a blood leak. Blood leak test strips were used and tested negative for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. Additional information was obtained during follow-up with the user facility clinic manager (cm). The blood leak was noted as being an external blood leak. Blood was visually observed dripping from the arterial header of the dialyzer approximately 20 minutes after treatment initiation. The machine, a fresenius 2008t machine, did not alarm for a blood leak. Blood leak test strips were used and tested negative for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
(Device component code) plant investigation: a dialyzer from the reported lot was returned for evaluation. The sample was subjected to a leak test and a leak was detected at approximately 4.0 psi, on the non-cavity ID end. The dialyzer was then disassembled for further visual evaluation. The polyurethane (pu) was observed to be out of specification at approximately 45°, with the ports at 0°, on the non-cavity ID end. Calibrated calipers were used to measure the height of the pu at the 45° mark, it measured approximately 1.36mm. With the height of the pu not meeting specification, this prevented the o-ring from fully sealing between the header cap and the pu cut surface. Further visual examination did not identify any other damage or irregularities on the returned sample. Although it is not conclusive, the probable cause for out of specification pu height includes the pu surface being cut prior to or close to the two hour cure time and/or still being warm when placed into a tote. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.